Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline pe of less than 1cm was noted prior to initiating the procedure. A half dose of heparin was administered and a versacross connect and watchman fxd access system double curve (was) were utilized for trans-septal (tsp) crossing. Two tsp crossing attempts were made and it is suspected that during one of the attempts, the right ventricle wall was hit. After crossing, a circumferential pe was observed via transesophageal echocardiogram. The pe was monitored and noted to be growing. The patient remained stable, however since after 15 minutes the pe had grown to 2cm, the decision was made to drain the fluid. Protamine was administered and the laa closure procedure was aborted. 400cc of blood was removed. The patient remained stable, and the drain was removed.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline pe of less than 1cm was noted prior to initiating the procedure. A half dose of heparin was administered and a versacross connect and watchman fxd access system double curve (was) were utilized for trans-septal (tsp) crossing. Two tsp crossing attempts were made and it is suspected that during one of the attempts, the right ventricle wall was hit. After crossing, a circumferential pe was observed via transesophageal echocardiogram. The pe was monitored and noted to be growing. The patient remained stable, however since after 15 minutes the pe had grown to 2cm, the decision was made to drain the fluid. Protamine was administered and the laa closure procedure was aborted. 400cc of blood was removed. The patient remained stable, and the drain was removed.